Event description:
The customer reported scope communication error, and the screen turns black during colonoscopy diagnostic procedure while the patient was under sedation involving an olympus xenon light source. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.